Event description:
It was reported that the pump had an upstream alarm occlusion. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The upstream occlusion sensor was working properly. There was no known cause of the reported issue. Preventative service was done.